Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v926181, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that about two years prior to the report the patient experienced intermittent shocking that had progressively gotten worse over time. As a result, the patient was reprogrammed at the health care professional (hcp) office. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.